Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced an infusion set needle fracture. Customer is reporting a minor amount of blood at the insertion site. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer states that the fracture to the infusion set occurred while she was asleep. Customer was able to perform troubleshooting. The product is expected to be returned.